Event description:
It was reported via a trial that post stent implantation in the right internal carotid artery the patient developed a sublingual/submandibular hematoma that resolved in the recovery room without treatment. The physician surmised the hematoma was secondary to a microperforation of the common carotid artery, caused by the guiding catheter. The patient was kept for observation, prolonging hospitalization and was discharged to home on (B)(6) 2010. There was no adverse patient sequela. Though requsted no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Hematoma may occur during this type of procedure and as listed in the instructions for use, hematoma is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.